Manufacturer narrative:
This supplemental report is being submitted to provide a correction based on the information supplied by the customer. Please refer to the following sections for the new information: h6: medical device problem code.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. Suction function was used by pushing the suction valve to the 1st position and 2nd position. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of not flushing well was confirmed. Device evaluation found that after removing the clogged nozzle, the air and water flow issue resolved. The additional evaluation findings are as follows: plastic distal end cover had 25 mega ohms, cut on switch 1, distal end of plastic cover chipped, and the bending section cover glue cracked. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope was not flushing well. The issue was found during procedure. There were no reports of patient harm. During evaluation of the returned device, it was found that the nozzle was clogged resulting in an intermittent flow of air and water and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.